Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirmed the reported event of cracked, the device was also found to be broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The attune impactor was found to be cracked during spd inspection. No surgical delay or patient consequences reported.